Event description:
It has been reported to philips that the system did not start up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that bios battery was failing. The bios battery has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint and has confirmed that the system was not booting up. Review of log file showed malfunctioning flexvision pc, due to empty bios battery. Fse replaced bios battery and after replacement, the system was returned to use in good working order. Codes were updated based on the investigation outcome.